Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carabiner on the carrying case was damaged and caused the entire case with the controller to fall. The carrying case was discarded and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed, but not limited, to wear and/or due to the handling of the pack. The unit, however, was not available for analysis. If information is provided in the future, a supplemental report will be issued.